Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed corrosion inside the battery compartment.

Event description:
The patient's father contacted animas alleging his son's blood glucose (bg) dropped to 33 mg/dl at 1:23am on (B)(6) 2011. The reporter stated the patient was unresponsive. The patient's father reported that he placed sugar under the patient's son and gave him glucagon. The patient responded to the treatment and at the time of the call the patient's bg was 164 mg/dl. At the time of troubleshooting, the reporter confirmed the pump's date and time were correct. During review of pump history, the reporter confirmed that bolus, basal and prime history was all in range. It was noted that the last bolus the patient was given prior to having low bg was 1.7 units at 10:14pm. The patient's father stated the patient's bg that evening was 150 mg/dl and the patient was eating popcorn. The reporter did not know why the patient went low. This complaint is being reported because the patient's blood glucose dropped below 40 mg/dl while the subject pump was in use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).